Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 11 months. The pump remained implanted and the patient continued on lvad support until expiring on (B)(6) 2018 (reference MFR medwatch report # 2916596-2018-04283 for the patient outcome). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented with bleeding. An esophagogastroduodenoscopy on (B)(6) 2014 confirmed dieulafoy lesion in lesser curvature stomach. No additional information provided.